Event description:
It was reported that the asymptomatic patient presented in the clinic for follow-up. Post-paced t-waves oversensing was observed on the ventricular channel. Programming changes were made during device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.